Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. A medical safety review was completed and concluded that use error of the spectrum infusion pump has probably caused or contributed to the reported inaccurate flow rate. Instructions for use (IFU) for the sigma spectrum pump explains that to prevent inaccuracy, the flow rate shouldn't exceed 500 ml/hr, as it may result in inaccuracy or cause nuisance upstream air or upstream occlusion alarms. Flow rates above 300ml/hr may cause fluid to be siphoned from the primary container during piggyback operation. This is what likely occurred in this event, since secondary infusion was set at 500ml, which indicates use error. There was no indication of a life-threatening experience or medical intervention. Since the pump was programmed for chemo-therapy was infusion (not critical life-sustaining drugs), the event described is likely to involve a delay in treatment and is not likely it would lead to serious patient injury or death if it were to recur. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running a secondary infusion of chemotherapy at a rate greater than 500ml (dose, programmed amount unknown) and the user had to tape the primary line to prevent sympathetic flow from falling from the primary bag. This caused the infusion to infuse over a longer period of time. It was reported that the secondary tubing was primed in the pharmacy. There was no known patient injury or medical intervention associated with this event. No additional information is available.